Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this brady lead was part of a system revision due to infection. There were no additional adverse patient effects reported. This brady lead was explanted.